Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR report # 2916596-2018-01768. This report is being submitted as additional information. Approximate age of device - 10 months. Manufacturer's investigation conclusion: the report of a suspected driveline issue could not be confirmed during the evaluation of the returned segment from the heartmate ii left ventricular assist system the submitted log file showed the pump operating above the low speed limit during the captured events and no driveline fault alarms were noted. The approximately 21" segment of driveline replaced by technical service was returned for evaluation. Examination of the driveline found some shield breakdown at the end of the connector bend relief and approximately 2" from the controller connector. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the wires found no insulation damage or wear. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that would have contributed to an electrical short. The returned driveline operated a test pump on a mock circulatory loop and no atypical alarms could be reproduced. The evaluation of the returned driveline did not reveal a device related issue that would have contributed to a functional issue. The patient remains ongoing on vad support and no further issues have been reported. The patient remains on vad support and no further related events have been reported. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported by the physician that the patient was seen in clinic on (B)(6) 2018 and the lvad system produced an active driveline fault alarm. The patient was asymptomatic. A log file was provided to the technical service representative and according to the review of the data, the lvad system had not produced an active driveline fault alarm. The lvad system did however reflect a short to shield issue. The data was being monitored for any degrading or changes. On (B)(6) 2018 the technical service representative performed a percutaneous lead (driveline) replacement approximately 3 inches from the exist site.